Event description:
Treatment of an ica (internal carotid artery) aneurysm. During pipeline deployment, it was reported that the physician had a difficult time fully opening the pipeline due to the high degree of tortuosity in the ica. The pipeline eventually opened with some manipulation of the marksman catheter and re-sheathing; however, the pipeline deployed prematurely. The pipeline was left in place since the location was satisfactory. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).